Manufacturer narrative:
Device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had noticed that a couple of wafers from multiple market units over the last few months had off set starter holes. She threw some out but some of the ones she used, decreased her wear time. There was no harm reported by the end user. No photo is available at this time.